Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was sticking and had an intermittent response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. No keypad buttons were found to be sticking. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and was found to function properly.